Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Drive support was inspected and no anomaly was noted. Pump received with scratched display window, cracked display window corner and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 369 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.